Event description:
Boston scientific received information that this patient's right ventricular (rv) pacing threshold measurements have been increasing since implant. A chest x-ray revealed that the patient's tissue had not healed at the rv implant site and was resulting in micro-dislodgement. The patient's device was programmed to maximum outputs and a lead repositioning procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated once more information regarding the patient or the lead becomes available.

Manufacturer narrative:
At the scheduled lead revision procedure, the lead was tested thoroughly before starting the case. The physician did not believe the rv lead required a revision at this time. Under fluoroscopy, the lead did not move significantly when the patient took deep breaths. The revision procedure was cancelled without the pocket ever being reopened. It was noted that there was intermittent capture starting at 7.5v at 1.5ms. It was determined that the patient would be seen again in six weeks to see if the rv lead becomes more settled. It was noted that the patient was not pacemaker dependent. A microdislodgement was still believed to be the cause of the increased pacing threshold measurements. Unrelated to the microdislodgement, it was observed the device stored an episode of inappropriate anti-tachycardia pacing (atp) due to the patient's atrial fibrillation (af). The device was reprogrammed and the patient's medication was adjusted to better control the atrial rates.